Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with pentaray nav catheter and observed an irrigation issue (device used in patient) and blood inside the catheter was clotted. The pentaray nav catheter was irrigation at the correct rate. The blood inside the catheter was clotted and was affecting the irrigation flow rate. The catheter was replaced and the problem was resolved. The procedure continued. No patient consequence reported. Additional information was received. The clot was located at the tip electrode. The system did not present error messages, but the physician was unable to flush the pentaray nav catheter before reinserting it into the patient¿s body for the post map. The patient was anticoagulated. The act >300, was maintained through the case. Heparinized normal saline was used as the irrigation fluid. No other type of saline used during the procedure. The patient did not exhibit any neurological symptoms since the procedure was completed.